Manufacturer narrative:
Concomitant medical products: etlw1616c93ej, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). The exact cause of the aaa expansion could not be determined from the films provided. Films prior to implant were not provided; however, a pre-implant planning drawing revealed that the patient had a 49mm max diameter x 35mm length saccular infrarenal aaa, which was outpouching on the right side of the aorta beginning just below the short 10mm length neck. The proximal neck diameter ranged from 20 ¿ 19mm. Earlier post-implant films were not provided. CT¿s returned from 56 months post-implant were non-contrast and low resolution (5mm slice thickness); therefore, the measurements were approximate, and no assessment of any endoleak or stent graft/vessel patency could be performed. The maximum diameter aaa measured ~6cm. The precise position of the bifurcate within the proximal neck could not be assessed. The bifurcate proximal od measured ~23mm, 5mm lower the stent graft od expanded out to 25mm with minimal stent graft radial apposition to the aorta, and 10mm below the renals the od measured 26mm in diameter, indicating that there was likely 5mm of remaining neck length. There also appeared to be a marginal distal seal at the left/contra limb which was seen extending distally just into the proximal portion of the left common iliac artery. The distal left/contra limb od measured 17mm and the left iliac artery diameter at that level was 19mm. Although the non-contrast films could not confirm, the aaa expansion was possibly due to a proximal type I endoleak as well as from a distal type I endoleak from the left/contra limb. The exact cause of the potential endoleak(s) is unknown, but may have been due to implanting within a short proximal seal length as well as within an aortic/iliac vessel diameter that may have both dilated due to disease progression.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. It was reported that less than 5 years later, a CT scan revealed the aneurysm diameter had increased from 49mm to 62mm. Per the physician, the cause of the event cannot be determined. Although no obvious endoleak was confirmed, a cuff and limb were implanted to extend coverage to the left cia and the procedure was completed. No additional clinical sequelae were reported, and the patient is fine.